Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an electronic error message in the afternoon on (B)(6) 2022. The infusion device continued to display the error message, so the patient decided to use an insulin pen and remove the infusion device from the patient's body. The patient contacted her sister-in-law who is a nurse at a local hospital. The patient sent a picture of the basal rate to the sister-in-law and together with another nurse from the hospital, they calculated a new basal rate for the patient. The sister-in-law injected the basal rate to the patient on (B)(6) 2022 at 7:00 a.m. The patient was injected with 28 units of long acting insulin in order to compensate the basal rate and the patient used an insulin pen with humalog for the meal bolus. Later in the afternoon, the patient's mother and sister-in-law found the patient lying on the floor unconscious and the paramedics were called at 5:42 p.m. The blood glucose results were not provided. The type of treatment provided to the patient at the hospital was unknown. The patient was currently still in the hospital.